Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer does not start up due to a non-functional power supply; however, no burnt odor or unusual noise was detected from the defective power supply. Additionally, the incoming functional test failed due to a loose electrocardiogram (ECG) connector. The upper and lower hinges were found to be worn out, resulting in the display no longer locking in place. The keyboard sliding rail was broken, the upper frame was fractured, and the upper and lower bullets were either missing or broken. Furthermore, one latch on the cord bay door was broken. The power supply and the ECG connector were replaced, and all other identified issues were resolved. The hard drive was reconfigured, and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer emitted an electrically burnt smell when turned on and produced unusual noises. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.